Manufacturer narrative:
The device was used past it's expiration date. (B)(4)- no code available (additional intervention required). (B)(4) (tip); (detachment of device or device component) for the reported event of tip detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, at the end of the procedure when the doctor exchanged the guidewire, the first 5cm of the distal tip detached inside the patient's biliary duct. This fragment was successfully removed with a dilatation balloon. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.